Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During cystoscopy, incomplete urethral coaptation was observed. The physician elected to replace the pressure regulating balloon (prb) with a higher-pressure one. As a result, the balloon was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the artificial urinary sphincter (aus) balloon underwent a comprehensive evaluation, including visual inspection, functional testing, and leak testing. Visual inspection identified that the balloon was non-spherical. During functional testing, the pressure test produced an output pressure reading below specification. No leaks were identified. The reported patient symptom of urinary incontinence is a known risk associated with implantation of this device, as indicated in the instructions for use (IFU). Based on the available information and analysis results, the balloons performance during functional testing, specifically the pressure reading below specification, supports the reported clinical observation of device, mechanical issue.

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During cystoscopy, incomplete urethral coaptation was observed. The physician elected to replace the pressure regulating balloon (prb) with a higher-pressure one. As a result, the balloon was explanted and replaced. No further patient complications were reported.